Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted. It was reported that the patient underwent two more procedures, on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, recurrence, bleeding and dyspareunia. It was reported that patient underwent mesh removal on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 along with concurrent cystoscopy due to stress urinary incontinence and cystocele. It was reported that patient underwent mesh revision and implantation on (B)(6) 2007 due to recurrence of stress urinary incontinence and mesh erosion. Another procedure to remove previously implanted mesh and implant a new mesh on (B)(6) 2007 due to persistent stress urinary incontinence. It was reported the patient underwent surgery on (B)(6) 2007 and aris transoburator tape (mentor) was implanted due to cystocele, stress urinary incontinence and urgency incontinence.

Manufacturer narrative:
No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2007 under (B)(6) at (B)(6) hospital. It was reported that the patient underwent mesh revision on (B)(6) 2012 under (B)(6) at (B)(6) hospital.